Manufacturer narrative:
Device has been requested for evaluation. Baxter will continue to investigate any reports it receives and review trending of these events.

Event description:
This female patient has been receiving total parenteral nutrition. In january 2005, 1500 ml of fluid were infused. At the end of the infusion rate,the pump did not stop, but further pumped with the set infusion rate. Furthermore, as the fluid bag was empty, air was pumped into the tubing up to the port needle. The pump did not stop infusion despite the set volume had been reached and despite the complete infusion set up to the port needle was filled with air. This occurred on several occasions (dates unknown). No event occurred in the patient as the pump was manually stopped before air was infused into the patient each time. The event was witnessed by the reporter on one occasion. Incomplete filling of the set jan. 2005, the pump was exchanged by 6060 pump, furthermore, the reporter since has been setting the volume to be infused to about 50 ml less than the volume present in the bag. No further problems occurred with the exchanged pump.